Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, a temperature change occurred prior to the occlusion alarms declaring. Supply changes are performed resolving the occlusions. Customer's blood glucose level was 250 mg/dl.